Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- patient was revised to address infection. (B)(6). Update: (B)(6) 2013 patient seeking legal action. Pfs was received from legal, medical records were received from legal. Records are available for further review. Complaint was updated on: (B)(4), 2014.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.